Event description:
The device was used during a gastric roux-en-y procedure. Reportedly, the staples did not form properly on the gastric pouch. The surgeon manually oversewed to complete the procedure. The hosp has reported no pt injury occurred.